Event description:
It was reported that during a routine follow-up, atrial impedance initially measured as <200 ohms. Subsequent measurements were 1377 ohms and 1438 ohms. The atrial bipolar sensing threshold had dropped to 0.38-0.45 mv. Unipolar sensing thresholds were 3.5 mv and unipolar impedance was 255 ohms. In september 2005, impedance was 599 ohms and in march 2006, impedance was 1299 ohms and 1016 ohms. The device was left in unipolar.